Event description:
The customer's husband reported that the customer's blood glucose value was 473 mg/dl according to test strips, and that the test strips were expired. The husband stated that the finger stick reading was 366 mg/dl, and that the customer was having issues with the insurance paying for glucose monitoring. Troubleshooting could not be completed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.